Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone boot on the jaw of the vasoview hemopro 2 became loose and broke free and in a vein tunnel. The foreign body was removed from the wound with no damage to patient.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).